Manufacturer narrative:
(B)(4) concomitant medical product(s): - m2a magnum cup, catalog#: us157856, lot#: 532280. Taperloc stem, catalog#: 11-103206, lot#: 482370. M2a magnum femoral head, catalog#: 157450, lot#: 409320. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-04075, 0001825034-2017-03745.

Event description:
It was reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to unknown reasons. Attempts to received additional information have been made; however, none has been provided at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Patient¿s legal counsel reported patient underwent left hip arthroplasty with metal on metal components. Legal counsel further reports patient underwent a revision approximately seven years later due to elevated ion levels.